Event description:
It was reported that the patient presented remotely. Remote interrogation showed that the patient's pacemaker exhibited intermittent capture during high ventricular rate episodes. It was also noted that the pacemaker exhibited competitive atrial pacing which caused inappropriate automatic mode switch. No intervention was performed. There were no adverse consequences to the patient.